Event description:
It was reported that the device reverted to hardware back up mode without defib support after stereotaxis procedure. The patient elected not to change out the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.